Event description:
It was reported that the pta balloon would not fully deflate after multiple inflations (atm unknown). The balloon catheter was difficult to remove through the sheath; therefore, the catheter and sheath were removed together as a single unit. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time.

Manufacturer narrative:
A complete manufacturing review could not be conducted as the lot number is unknown. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the event.